Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had failed audio beep test. The customer¿s blood glucose level was 115 mg/dl at time of incident. The insulin pump will be return for analysis.

Manufacturer narrative:
Insulin pump power up properly after battery installation. Unit received with operating currents within specification. Insulin pump passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the pump history due to broken 6 pin (sda) trace on keypad assembly.